Event description:
Customer was hospitalized due to diabetes ketoacidosis. Troubleshooting was performed and the insulin pump passed all tests. Medical staff suspects that high blood glucose was due to a lingering infection. No further info given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.